Event description:
Customer reported high device results. Customer was taking extra insulin. On one occasion, device = 106 mg/dl. Customer took insulin. Customer had a routine dr appointment. Dr's lab = 46 mg/dl one hour after taking insulin. Customer was given ginger ale and food. No controls were used. Strip info wa not provided. A request was made for return product and replacement product was sent.